Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The customer confirmed the reported failure. They ordered a flow sensor assembly. The customer installed the flow sensor assembly to resolve the issue. The unit was tested and it was returned to service.

Event description:
The customer reported the unit was creating an unusual noise in exhalation. The customer stated a v60 has an unusual noise in the exhalation. The noise was still present with or without o2 source connected. The air and o2 flow are at ¿0¿ and nothing was blocking the exhalation port under the unit or the air inlet filter. The remote service engineer (rse) instructed her to perform the performance verification testing (pvt) and reply to the email. The unit was not in use, and there was no patient or user harm reported.